Event description:
Kimberly-clark received a report stating, "the probes do not seem to go into the introducer as easy as normal. Continued with the procedure by using only two of the three introducers. Which on another introducer we had issue getting the probe to go into the introducer until we forced it into the introducer." On one of three introducers there was some clear rubbery substance on the introducer all up and down. To the point of it not being able to put the stylette back into the introducer. This introducer was not used. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The returned device was received and a viscous foreign material was found on the surface of the stylet. Analysis of the composition of this foreign material is in process. If any additional relevant information is identified once the sample evaluation is completed, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.